Event description:
Patient was on a plv100 ventilator and was switched to a brand new ventilator from resumed, the astral 150. With these new ventilator since the volume is loud, they turn it down. On (B)(6) 2019 while the patient was receiving his breathing treatment, the volume of the alarm was still turned down. After the treatment the caregiver left the patient and forgot to turn the alarm back on. He was about 150 feet away from the patient for about twenty (20) minutes. He returned and found the patient unresponsive, he reconnected the circuit immediately on the ventilator and check the blood pressure of the patient, he then began CPR while someone else called the paramedics (911) . The caregiver continued with the CPR, was able to revive the patient until the paramedics arrived and took him to the hospital. Patient was in a coma for seven (7) weeks. After five (5) days in the hospital, a gastric tube was implanted for nutrition and hydration and patient went home . After six (6) weeks at home patient passed away on (B)(6) 2019. Reporter spoke with a respiratory therapist and she was informed of a new ventilator machine, new port ht70 that has an escalating alarm to alert caregivers in case of critical emergency. She believes if resmed astral 150 has this feature, it could have saved her husband¿s life.

Event description:
Additional information received from reporter for report mw5093732 on 05/04/2020. Reporter's occupation is a medical doctor.